Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal fentanyl 600 mcg/ml at 78.93 mcg/day, bupivacaine 20 mg/ml at 2.631 mg/day, and compounded baclofen 600 mcg/ml at 78.93 mcg/day via an implantable pump for intractable spasticity. It was reported that a motor stall was seen at initial interrogation. It was unknown if the patient recently had an MRI. The hcp had seen the patient for a refill on (B)(6) 2017. At that time, there was a motor stall to the pump that occurred (B)(6) 2017 at 1029. The hcp refilled and updated the pump. They did not address the motor stall other than to recognize it. The hcp had spoken to the patient 30 days post this refill and the patient was complaining of nausea. It was unknown if this was a sudden or gradual change in therapy/symptoms. It was noted that the patient had been using their personal therapy manager (ptm) successfully. The manufacturing representative was going to follow up with the hcp and have her re-check the pump status with logs. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that a hcp interrogated the pump for a normal refill procedure on (B)(6)2017 and saw a motor stall. The hcp refilled the pump and updated it. They did not know why there was a motor stall, and the cause was not determined. No troubleshooting was performed. The hcp interrogated the pump again on (B)(6)2017 and found in the logs that there was another motor stall on (B)(6)2017 at 10:00 with recovery on (B)(6)2017 at 10:19.; the (B)(6)2017 motor stall/recovery was due to the patient undergoing an MRI. It was noted that ¿the patient could not tolerate having the MRI¿, and the manufacturing representative did not know the reason. It was noted that ¿at this point¿ (from (B)(6)2017), there was no motor stall. The motor stall had been resolved. The patient¿s weight at the time of the event was unknown.